Event description:
The customer reported that the constancy test outside of the tolerance dose was too high and it was half of the dose outside of tolerance. No patient injury was reported.

Manufacturer narrative:
(B) (4). The dose was adjusted and the system was repaired, found to be operating as intended, and released to the customer for use.